Manufacturer narrative:
Physio control performed an initial evaluation the customer's device and verified the reported issue in a review of the electronic records. The customer provided physio-control with the available patient information. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device had unexpectedly lost power while monitoring a patient. The patient associated with the reported event did not survive. It was confirmed that the healthcare provider does not believe the device use contributed to the patient outcome.

Event description:
A customer contacted physio control to report that their device had unexpectedly lost power while monitoring a patient. The patient associated with the reported event did not survive. It was confirmed that the healthcare provider does not believe the device use contributed to the patient outcome.

Manufacturer narrative:
Physio control was unable to duplicate the reported issue. Root cause is unable to be determined. Upon device inspection it was found the battery 1 to be 11 years old. The customer was advised to replace the battery every 2 years. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.